Event description:
It was reported, after a primary tka surgery had been performed with a journey ii system, the clinical subject experienced occasional swelling and pain. The implanted tkr system failed: it is believed that tibial loosening was implicated. A revision surgery was performed to explant the genesis ii resurfaced patellar component. An s&n legion system was implanted instead. The event is considered as resolved.